Manufacturer narrative:
This report is submitted on may 20, 2021.

Event description:
Per the clinic, the patient experienced poor magnet retention and subsequently was treated with an injectable steroid (date not reported).